Event description:
It was reported that during a laparoscopic creation of a colostomy, it was realized that there were no staples on either side of the bowel but the stapler had cut the tissue. The tissue appeared to be compressed, as it should have been with staples when the surgeon visually looked at the staple line area. The surgeon had fired the device without a cartridge loaded in the device. The device was loaded and they were able to fire a staple line laparoscopically at the site with out converting to an open surgery. The patient was kept two additional days in the hospital due to this issue as a precaution. The patient has been discharged home in good condition.

Manufacturer narrative:
Information is unavailable; device not returned for evaluation.